Manufacturer narrative:
Follow-up #1: date of submission 01/29/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/16/2014 with the following findings: there were multiple call service alarm events with high force observed in the black box history which is due to an occlusion during prime on the reported failure date of 11/03/2013. The time and date were accurately set at the start of the investigation. The pump rewind, load, and prime steps were performed with no alarms. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms duplicated. The pump booted to the verify screen normally. The display screen was observed to be dim with a pink contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter stated that during the fill cannula step a cs 64 alarm occurred. The reporter stated that they heard a repeated ¿crazy¿ sound and that no insulin came out after multiple and successful rewind and load cartridge steps. The reporter stated that the issue continued after removing and reinserting the battery multiple times and that the patient was eventually able to fill the cannula after disconnecting from the site. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.